Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported that an untended bolus had been delivered by the pump. Reportedly, the customer stopped the delivery at 11.44 units. Additionally, the customer reported standing next to an x-ray machine when the bolus began. There was no impact to the customer's blood glucose level. Review of the pump data showed that the bolus in question had been entered by a user as the pump screen was successfully unlocked and a standard bolus had been delivered. Customer confirmed that the pump would continue to be used for continued insulin therapy.